Event description:
It was reported that a continu-flo solution set would not allow solution to be drawn from the IV luer. This occurred during a patient infusion of normal saline. The reporter stated that they attempted to pull normal saline from the bag attached to the set using a non-baxter syringe and a non-baxter clave by clamping the tubing below the luer. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, photographic samples were provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.